Event description:
It was reported that the catheter magnetic signal was not recognized.

Manufacturer narrative:
Upon product receipt, char was noticed on the tip making this event reportable on (B)(4) 2012. (B)(4). It was reported that the catheter magnetic signal was not recognized. When product was received, the catheter was visually inspected and it was found that the tip has char. The catheter was evaluated and it passed eeprom, carto and calibration tests. Since char was found on the tip of the catheter, the device was tested and it passed electrical, temperature, generator and irrigation tests. Patency flow was performed and it was observed that all holes were flushing properly. Complaint reported was not confirmed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.